Manufacturer narrative:
Additional product code; gcj. The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, (B)(6) hospital, the distributor (B)(4), reported to conmed (B)(4) issues with the 10k150, linvatec arthroscopy inflow/outflow tubing set. It was reported that the device was used, exact date unknown, for an arthroscopic procedure, either psld, a/s knee, a/s shoulder. A foreign material was found inside the cassette of the tubing post operatively. They were unable to determine what the material is. There is no reported patient injury or impact and the procedures were completed with no reported delay. Although requested, no other additional information is available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to the unknown foreign debris which was removed.

Manufacturer narrative:
The reported event of foreign material found inside cassette post-op is confirmed. A visual examination of the returned new item 10k150, confirmed debris inside returned product cassette. The cassette membrane was removed, and white particulate was found. The product was not returned in the original conmed shipping bag. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only event with a quantity of (B)(4) units for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4)complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that tubing sets should only be used if the original packaging and labeling are intact. A determination for further investigation was made and a manufacturing process review initiated for this device family and issue. This issue will continue to be monitored through the complaint system to assure patient safety.